Event description:
Patient#s mother reported her daughter's blood glucose level rose to more than 30 mmol/l. Mother stated the elevated blood glucose level was due to the luer connection being leaky. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.